Event description:
It was reported that a red warning light came on when trying to use product. No backup was readily available so procedure was completed with a competitive device. No significant delay or patient injuries reported.

Manufacturer narrative:
There was a relationship found between the reported incident and the returned device. Visual inspection of the returned controller found only minor scratches on panel. Internal inspection found that the output board was detached from its designated position. Warranty seal was broken. Functional evaluation revealed that all device functions of the controller were not illuminating due to the detached output board. After reattaching the board the controller functioned as intended. The complaint was verified and the root cause was determined to be a mechanical component failure associated with the detached output board and display ribbon cable. Potential factors that could have contributed to the reported event includes: vibrations during transportation or handling could have caused the component to become detached from its intended position. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.